Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition and the information that the bed was damaged by the patient. Photographic evidence provided confirmed malfunction. According to the instructions for use for citadel plus bed (IFU 831.374, rev.14), the safety sides shall be checked every day by the caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. The bed frame was damaged, therefore the arjo device did not meet specification. The bed was in use by the patient at that time. No injury was claimed. The complaint was assessed as reportable due to the side rail detachment. UDI number: (B)(4). The device is distributed outside the us and no gudid information exists.

Event description:
The customer reported that while the patient was holding and exerting force on the side rail, a mechanical failure occurred. An arjo service technician inspected the citadel plus bed frame and found that the left-hand foot-end side rail had detached; the screws securing the panel to the metal plate had been pulled out. No injury was reported.